Event description:
The day after a successful stenting procedure treating the internal carotid artery, the pt experienced some weakness. An nih test revealed a minor stroke and a CT scan also showed where the stroke had occurred. The pt symptoms completely resolved in a couple of days and the pt was discharged. No additional info was available.